Event description:
The patient felt their dosing was too high. They were very sluggish. The pump contained baclofen. Patient symptoms, interventions, and outcome were requested.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).